Event description:
The leads were implanted without any difficulty. Upon intra-operative testing, starting with middle contacts, the pt did not feel stimulation with either lead. They then tested the top of the 0-7 lead and again no stimulation. Impedances were checked on the lowest voltage and readings were >10,000 on most of the electrodes. They retested impedances at 3.0 volts and got impedances of >40,000 on electrodes 3 & 4, 10, 11, and 12. The physician reset the lead in the test console and went through the same process; again high impedance. During test stimulation with 0-7 and 8-15, the pt was able to feel stimulation. The physician tried something else and the impedances and stimulation did not change. A new ens (external neurostimulator) was tried with the same result. At this point, they opened a new snap-lid; the physician placed the leads back to t8 and set the leads in the new snap-lid. This achieved the same result with impedances on same contacts 3&4, 10, 11 and 12. The physician opted to remove the leads and implant two new leads. The two new leads were implanted without difficulty and stimulation coverage in the pt's painful areas was achieved. There was reported to be no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The leads and associated accessories have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.